Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a communication alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/28/2016 with the following findings: a review of the pump¿s black box revealed a cs 088 alarm. The battery compartment was found to be cracked. The battery cap was able to fit and maintain electrical connection. The pump powered up with a cs 020 alarm. ¿cs020¿ is defined as an eeprom hardware failure. The original complaint was duplicated during investigation. The pump¿s cover was removed and there was moisture corrosion found on internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).